Event description:
During an acl reconstruction procedure, the tip of the driver had broken during the securing of the screw implant in the patient's femur. The tip of driver (approximately 25 mm) remains in the implanted screw in the patient's femur. There was no injury to the patient and no reported complications. There is no plan to reoperate to remove the driver tip from the patient's femur.

Manufacturer narrative:
The device was returned for investigation. A visual examination of the device was performed. The distal tip of the device was verified as missing. In addition, the review of the lot history record of the device was performed. No abnormalities were found that would lead to a product problem. The root cause of the device breakage was determined to be damage due to excessive force by the end user.